Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a procedure was performed to treat a lesion in an unknown vessel. A 20/30 indeflator priority pack accessory kit (ppak), was attempted to be used to inflate an unknown balloon; however, the gauge did not provide atmospheres and the balloon could not be inflated. The indeflator was replaced with another syringe device and the procedure was completed. There were no adverse effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported gauge break were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified one other similar incident from this lot. The investigation determined the reported/noted difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6 correction: medical device problem code 1069 added.